Event description:
It was reported that in 2002, the pt underwent an exploratory laparotomy with resection of previously constricted ilioclonic anastomosis. Size 1 absorbable sutures had been used to close the fascia. In 2002 pt was found to have a retained pedicle suture, which was excised under local with conscious sedation. The suture granuloma was described as being in the mid portion of midline surgical wound.